Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer stated the high readings started on (B)(6) 2017, they had a blood glucose of 242 mg/dl at breakfast, then 200 mg/dl, then 300 mg/dl and rose to 449 mg/dl. Customer treated with a shot and changed the infusion set, blood glucose was down to 200 mg/dl and went up to 250 mg/dl. Blood glucose level at the time of the call was 200 mg/dl, earlier woke up at 349 mg/dl gave a shot and down to 259 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction but stated they had a bent cannula infusion set which the customer agreed to return. The insulin pump was not replaced or returned for analysis.